Event description:
In 2004, pt underwent transcatheter closure of an atrial septal defect with a 36mm asd device and a 12f-delivery system. The defect was measured at 24mm using tee, 28mm by angio, and 32mm by sizing balloon. Adequate rim was noted. The device prematurely released from the delivery cable and embolized into the left atrium and then into the left atrial appendage. Attempt retrieval by snare was unsuccessful. The pt was sent on the or for surgical removal of the device and repair of the defect with no pt complications.